Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged for a replacement lens and the problem was resolved. It should be noted that the patient's age fell outside the indicated age range at the time of implantation. Therefore there is not enough safety and effectiveness data to support implantation in this patient category. Cause of the event was reported as unknown.